Manufacturer narrative:
It is stated by the customer that the potassium qc results had been running low for a couple of weeks. The potassium electrode was swapped with one from one of the laboratory analysers and that had got the qc to pass. Hence, it is concluded that the device worked as intended, as the qc system mitigated a risk of too low potassium results caused by a problem with the potassium electrode.

Event description:
According to the complaint, the customer had been getting discrepant potassium results and gave an example that on one sample this abl800 flex analyzer gave a value of 3 mmol/l for potassium whereas the lab gave 5 mmol/l.

Manufacturer narrative:
Date of event estimated from date of awareness.